Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay and there was blood in/on the helix/lobe mechanism. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) and there was blood/body fluid on the distal conductor (not obstructed).

Event description:
It was reported that during the implant procedure the lv (left ventricular) lead could not access the targeted vein. The lead was removed and a different lv lead was attempted. The new lv lead also could not access the targeted vein. This second lv lead was also removed and not used. The physician was able to place the third attempted lv lead. No patient complications have been reported as a result of this event.